Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include revisions / clarification to the product investigation. Investigation summary: the non-sterile 1.50mm x 4.00cm galaxy g3 mini coil was received contained in a pouch. Visual inspection was performed. No damages were observed. The device underwent a microscopic inspection. The marker band was found at 39 cm from the distal end, this is within specification. The embolic coil was observed in stretched condition. A blue fiber was noted on the distal section of the embolic coil. No other damage was noted. A review of manufacturing documentation associated with this lot (l14476) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The complaint documented that the 1.50mm x 4.00cm galaxy g3 mini coil was used as a replacement for the 2.00mm x 3.00cm galaxy g3 mini coil when it became unraveled and separated in the concomitant microcatheter, but this coil became stuck in the concomitant microcatheter when the physician did not notice that the previous coil was still in the microcatheter when he inserted this coil and it bumped in to the previous coil resulting in both coils becoming stuck. The returned coil was observed in stretched condition, which is consistent with the preliminary observation made from the preliminary photo images captured and included in the complaint file by the j&j japan affiliates. In addition to the stretched condition of the coil, the blue fiber was also noted at the distal section of the coil on the returned device. The issue of the 1.50mm x 4.00cm galaxy g3 mini coil being impeded in the microcatheter was confirmed based on the appreciably stretched condition of the embolic coil. Coil stretching is a known potential issue associated with the use of this device. The IFU provides proper handling instructions for the device to prevent such issue from occurring. The embolic coil can become stretched during the attempt to withdraw the coil against resistance. The stretched condition of the 1.50mm x 4.00cm galaxy g3 mini coil was not originally reported with the complaint. The exact cause of the observed stretched condition could not be conclusively determined; however, it may have been the result of force that may have been used during the attempt to remove the coil when it became stuck after it bumped into the remaining piece of the previous coil that was still in the microcatheter. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Devices undergo 100% inspection at final assembly for the condition of the embolic coil. Thus, it is not likely that the 1.50mm x 4.00cm galaxy g3 mini coil left the manufacturing facility with the embolic coil in a stretched condition. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event of failure to detach was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of two products involved with the complaint and the associated manufacturer report numbers are: 3008114965-2020-00166 and 3008114965-2020-00170. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received by the lab on 06/05/2020; the returned product underwent evaluation and analysis. [Conclusion]: the healthcare professional reported that during an emergent coil embolization of an aneurysm at the posterior inferior cerebellar artery (pica), the seventh and eighth coils chosen were cerenovus coils. The 1.50mm x 4.00cm galaxy g3 mini coil (glm915040 / l14476) was chosen to replace the 2.00mm x 3.00cm galaxy g3 mini coil (glm920030 / l15682) when it the embolic coil became unraveled and eventually separated in the hub of the concomitant sl-10® microcatheter (stryker) during the attempt to remove the coil from the patient. The physician did not notice that the 2.00mm x 3.00cm galaxy g3 mini coil was still in the microcatheter when he inserted the 1.50mm x 4.00cm galaxy g3 mini coil; it bumped into the remaining portion of the previous coil and became stuck. Both coils were removed and replaced with competitor coils and the procedure was completed using eight coils. Additional information was received on june 5, 2020, that stated that the event did not result in any reduced or restricted blood flow in the parent vessel. The procedure was not prolonged nor significantly delayed as a result of the reported event. There was no report of any patient adverse event or complication associated with the reported issue. The product was returned for evaluation and analysis. The investigational finding is documented below. Investigation summary: the non-sterile 1.50mm x 4.00cm galaxy g3 mini coil was received contained in a pouch. Visual inspection was performed. No damages were observed. The device underwent a microscopic inspection. The marker band was found at 39 cm from the distal end, this is within specification. The embolic coil was observed in stretched condition. A blue fiber was noted on the distal section of the embolic coil. No other damage was noted. A review of manufacturing documentation associated with this lot (l14476) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The complaint documented that the 1.50mm x 4.00cm galaxy g3 mini coil was used as a replacement for the 2.00mm x 3.00cm galaxy g3 mini coil when it became unraveled and separated in the concomitant microcatheter, but this coil became stuck in the concomitant microcatheter when the physician did not notice that the previous coil was still in the microcatheter when he inserted this coil and it bumped in to the previous coil resulting in both coils becoming stuck. The returned coil was observed in stretched condition, which is consistent with the preliminary observation made from the preliminary photo images captured and included in the complaint file by the j&j japan affiliates. In addition to the stretched condition of the coil, the blue fiber was also noted at the distal section of the coil on the returned device. The issue of the 1.50mm x 4.00cm galaxy g3 mini coil being impeded in the microcatheter was confirmed based on the appreciably stretched condition of the embolic coil. Coil stretching is a known potential issue associated with the use of this device. The IFU provides proper handling instructions for the device to prevent such issue from occurring. The embolic coil can become stretched during the attempt to withdraw the coil against resistance. The stretched condition of the 1.50mm x 4.00cm galaxy g3 mini coil was not originally reported with the complaint. The exact cause of the observed stretched condition could not be conclusively determined; however, it may have been the result of force that may have been used during the attempt to remove the coil when it became stuck after it bumped into the remaining piece of the previous coil that was still in the microcatheter. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Devices undergo 100% inspection at final assembly for the condition of the embolic coil. Thus, it is not likely that the 1.50mm x 4.00cm galaxy g3 mini coil left the manufacturing facility with the embolic coil in a stretched condition. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event of failure to detach was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of two products involved with the complaint and the associated manufacturer report numbers are: 3008114965-2020-00166 and 3008114965-2020-00170. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR is to include the additional event information received on 6/5/2020. [Additional information]: the healthcare professional reported that during an emergent coil embolization of an aneurysm at the posterior inferior cerebellar artery (pica), the seventh and eighth coils chosen were cerenovus coils. The 1.50mm x 4.00cm galaxy g3 mini coil (glm915040 / l14476) was chosen to replace the 2.00mm x 3.00cm galaxy g3 mini coil (glm920030 / l15682) when it the embolic coil became unravelved and eventually separated in the hub of the concomitant sl-10® microcatheter (stryker) during the attempt to remove the coil from the patient. The physician did not notice that the 2.00mm x 3.00cm galaxy g3 mini coil was still in the microcatheter when he inserted the 1.50mm x 4.00cm galaxy g3 mini coil; it bumped into the remaining portion of the previous coil and became stuck. Both coils were removed and replaced with competitor coils and the procedure was completed using eight coils. Additional information was received on june 5, 2020, that stated that the event did not result in any reduced or restricted blood flow in the parent vessel. The procedure was not prolonged nor significantly delayed as a result of the reported event. There was no report of any patient adverse event or complication associated with the reported issue. E.1: the initial reporter phone: (B)(6). This is one of two products involved with the complaint and the associated manufacturer report numbers are: 3008114965-2020-00166 and 3008114965-2020-00170. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturers ref. No: (B)(4). Procode is krd/hcg. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as other in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. [Photo analysis]: preliminary photo images of the 1.50mm x 4.00cm galaxy g3 mini coil were captured by the j&j (B)(6) affiliates and included in the complaint files. Based on the review of the photos by the product analysis lab on 5/15/2020, the embolic coil of the device appeared to be appreciably stretched with the blue fiber observed protruding from the coil. Further investigation will be performed by the product analysis lab when the complaint device is returned. A review of manufacturing documentation associated with this lot (l14476) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. This is one of two products involved with the complaint and the associated manufacturer report numbers are: 3008114965-2020-00166 and 3008114965-2020-00170. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an emergent coil embolization of an aneurysm at the posterior inferior cerebellar artery (pica), the seventh and eighth coils chosen were cerenovus coils. The 1.50mm x 4.00cm galaxy g3 mini coil (glm915040 / l14476) was chosen to replace the 2.00mm x 3.00cm galaxy g3 mini coil (glm920030 / l15682) when it the embolic coil became unravelved and eventually separated in the hub of the concomitant sl-10¿ microcatheter (B)(4) during the attempt to remove the coil from the patient. The physician did not notice that the 2.00mm x 3.00cm galaxy g3 mini coil was still in the microcatheter when he inserted the 1.50mm x 4.00cm galaxy g3 mini coil; it bumped into the remaining portion of the previous coil and became stuck. Both coils were removed and replaced with competitor coils and the procedure was completed using eight coils. There was no report of any patient adverse event or complication associated with the reported issue. Preliminary photo images of the complaint device were captured by the j&j (B)(6) affiliates. Based on the review of the photos by the product analysis lab on 5/15/2020, the embolic coil of the device appeared to be appreciably stretched with the blue fiber observed protruding from the coil. This event has been deemed MDR reportable as a malfunction.